Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd intima ii¿ IV catheter straight luer connection site. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 5321078. Our records show the reported lot was manufactured in january of 2016, and it was determined that this is the fourth instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the sample provided our engineers were able to observe the reported non-conformance through the use of leakage testing. Further microscopic inspection of the device's septum identified a slight opening, which lead to the leaking observed at your facility. The most likely root cause for this situation is advanced aging, due to the environment that the device is either shipped or stored in.

Event description:
It was reported that blood leaked from the bd intima ii IV catheter straight luer connection site. There was no report of exposure, injury, or medical intervention.